Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with; however, reported that the insulin gauge fluctuated from over 60 units, to 99 units, and then to 85 units. The customer's blood glucose level was 124 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed that the fill estimate issue had been resolved after a new cartridge was loaded onto the pump.